Manufacturer narrative:
Siemens review of the instrument files confirmed the presence of benzalkonium on 2/20/2017 on rp500, sn (B)(4). Benzalkonium is a known interferent for the na sensor per the rp500 operator's manual.

Event description:
The customer reported discrepant low sodium results. There was no injury reported due to this event.